Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 500 mg/dl. Customer went to the hospital on (B)(6) 2017. Customer felt sick, had high blood glucose, ketones and they were discharged after nine days at the hospital. Customer declined to troubleshoot for high blood glucose levels. The device was not returned for analysis.